Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref.(B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Patient revised for unknown reason. Update rec'd 8/4/2015 - implant sticker sheet and dor provided. There is no new additional information that would affect the MDR decision. Complaint updated on 8/14/2015. Update rec'd 9/10/2015 - litigation papers allege toxic exposure to metal debris, excessive levels of chromium and cobalt pain and suffering, and debilitating lack of mobility. The stem has been added to the complaint. Complaint updated on 9/15/2015.